Event description:
Medtronic received information that this bioprosthetic bovine pulmonary conduit was replaced due to stenosis. It was suspected that a retrosternal muscle scar pressing on the device resulted in the stenosis. Upon explant, the prosthesis appeared relatively smooth, with a slightly calcified vessel and valve. Valve was replaced with another device, with no reported adverse patient effects.

Manufacturer narrative:
Analysis: received in an explant kit in a clear solution, 0/2% glutaraldehyde. A section of valved conduit, 3.5 to 4 cm in length, cut lengthwise, was received for analysis. Two of the leaflets are appear slightly stiff but flexible. The other, stiff where visible mineralization is present. Moderate tissue deterioration and tears in the lunula and belly of all leaflets appear to be due to contact with mineralization. Remnants of pannus remain attached to the inflow side of the conduit wall adjacent to both sections of the cut leaflet. Radiography shows mineralization covering one section of the cut leaflet and adjacent to the inflow of the other section. Conclusion: stenosis caused by mineralization of the valve. Device explanted and replaced after approx 5 yrs of service. No reported adverse patient effects.